Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, when pulling back the plunger to tie the knot, the suture broke. Hemostasis was achieved using manual compression. There were no adverse patient effect reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.